Event description:
It was reported that during surgery, the healicoil anchor was fractured during the knotting. The fractured anchor was not removed from the patient. The backup device was used in an additional bone hole. The procedure was successfully completed without a significant delay. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). H10 h3, h6: the reported device was received for evaluation. An analysis of the customer provided image shows one inserter tip without anchor and suture. A visual inspection revealed the device was returned with original box and the inserter device does have debris on it. The anchor and sutures are missing. No other physical damage is visible to the device. A functional evaluation of the returned device found that the mechanical portion of the device is in working order. Device passed functional test. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. One undated photo of the device was provided for review and shows the inserter without an anchor attached. Per case details, the healicoil anchor fragments was not removed from the patient entirely. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. No further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4). Corrected information in b5 and h6 (codes).

Event description:
It was reported that during a shoulder cuff repair surgery, the 'healicoil' anchor was fractured during the knotting. The fractured anchor was not removed from the patient, because it could not come out from the patient with tweezers. The backup device was used in an additional bone hole. The procedure was successfully completed without a significant delay. No further complications were reported.